Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, basic occlusion, prime and displacement tests. No motion sensor test failure alarm was noted. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to the erased history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test due to the motor error loop. The pump was received with a cracked reservoir tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motion sensor test failure from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred during normal use. The customer will be sent a replacement sensor.